Event description:
After a successful insertion, the nurse began to withdraw the needle and found that the needle had separated from the stylet.

Manufacturer narrative:
The sample is in the process of being returned for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.